Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient to develop pneumonia and congestive heart failure. The reported information states the patient was hospitalized twice in response to the reported events. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of multiple contaminants throughout device and water ingress in the air pathway. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer was unable to read error log due to check power supply error. The manufacturer concludes the contaminates found were consistent with water ingress at p4 port and contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, g3 and h6 has been updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop pneumonia and congestive heart failure. The reported information states the patient was hospitalized twice in response to the reported events. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.